Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the lead was able to be passed through a fresh 7 fr introducer with no resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead involved was the right atrial (ra) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead would not pass through the sheath. The lead was removed and it was reported that the lead insulation felt unusual. A new lead was used and passed through the sheath successfully. No patient complications have been reported as a result of this event.